Manufacturer narrative:
H3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that during use with the bd vacutainer® flashback blood collection needle, the needle was broken. There was no impact to patient or user. The following information was provided by the initial reporter, translated from chinese: needle ruptured and found to have leaks, blood leaked during blood drawing, blood was exposed to the hands of medical staff, and medical staff wore gloves

Manufacturer narrative:
The following fields have been updated with corrected and/or additional information. D10: device available for evaluation: yes. D10: returned to manufacturer on: 02-feb-2023. H.6. Investigation summary: material #: 301747. Lot/batch #: 2277156. Bd received 1 used sample and 1 photo for investigation. The photo was reviewed and the customer¿s indicated failure mode for damaged hub / leakage with the incident lot was not observed. Additionally, the customer sample was evaluated by visual examination and the indicated failure mode for damaged hub / leakage with the incident lot was not observed as all product specifications were met. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is unable to be confirmed for the indicated failure mode damaged hub / leakage. Bd was not able to identify a root cause for the indicated failure mode.

Event description:
It was reported that during use with the bd vacutainer® flashback blood collection needle, the needle was broken. There was no impact to patient or user. The following information was provided by the initial reporter, translated from chinese: needle ruptured and found to have leaks, blood leaked during blood drawing, blood was exposed to the hands of medical staff, and medical staff wore gloves.

Manufacturer narrative:
A0401 was added to annex a code. H3 other text : see h.10.

Event description:
It was reported that during use with the bd vacutainer® flashback blood collection needle, the needle was broken. There was no impact to patient or user. The following information was provided by the initial reporter, translated from chinese: needle ruptured and found to have leaks, blood leaked during blood drawing, blood was exposed to the hands of medical staff, and medical staff wore gloves.